Event description:
An authorized third party service provider (asp) contacted ventec to report that the device had "failed" the fio2 (fraction of inspired oxygen) monitoring portion of the preventative maintenance testing they were performing. No further details were provided. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00900-100. Section d4, model #, of the initial medwatch report should have stated: v+c+pro, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: the device was evaluated by ventec where the reported issue of it "failing" the fio2 (fraction of inspired oxygen) monitoring portion of the preventative maintenance test could not be duplicated, noting that during their initial evaluation the fio2 monitor was not displaying anything at all, prompting further investigation. Ventec then went into the device's settings and observed that the fio2 monitor had been disabled. Ventec then enabled the fio2 monitor which resolved the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the observed issue was use error, due to the fio2 monitor being disabled prior to performing preventative maintenance testing on the device.